Event description:
It was reported the pt was experiencing pain at her ipg site due to the ipg flipping. The pt has lost significant weight. The pt underwent revision surgery on (B)(6) 2012 where the physician sutured the ipg inside the pocket.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.